Event description:
Independent repair center: unit has low o2 or a yellow light. The pilot valve is leaking, the o-ring is defective, the tie strap is defective, and the power switch has a short circuit.